Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at (B)(4) inches. All buttons function properly during testing. No damage noted on the keypad traces during visual inspection. The pump had minor scratched display window, cracked battery tube threads, cracked case, cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 2: 00 pm with blood glucose of 540 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of high blood glucose reading. Customer high blood glucose reading started on (B)(6) 2017. Customer did not mention any symptom. Customer current blood glucose was 89 mg/dl. Customer blood glucose at the time of the incident was 550 mg/dl. Customer was using drip insulin in the emergency room. Sherman hospital was the name of the hospital. Customer was wearing the insulin pump during hospitalization. Infusion set was last changed (B)(6) 2017. Drive support cap was normal. Customer stated there was no air bubbles. Customer did not mention of the cannula was bent. Customer reported insulin exited. Insulin pump returned and passed all tests.